Event description:
It was reported that the ilet user ran out of dexcom continuous glucose monitor (cgm) supplies and the pump displayed an alert to connect cgm or enter blood glucose, after which the system entered bg run mode with manual bg entry for up to 72 hours. Calibration attempts were not accepted because no active cgm sensor was connected. Symptoms included no adverse clinical effects, with a reported blood glucose of 138 mg/dl. Outcomes included continued therapy in bg run mode with manual dosing supported by user-entered blood glucose values and no medical intervention or hospitalization. Investigation included user education and troubleshooting to clarify bg run mode operation, calibration requirements, and the need to reconnect a cgm sensor to resume automated dosing. Investigation of this case revealed normal device performance with appropriate alerts and behavior when a new cgm is not connected in a timely manner, and no device hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user situation and use without an active cgm sensor, with device functioning as designed.